Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 486 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection and the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. It was also found the customer did not have any leaks or air bubbles present on the insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. Customer's blood glucose was 285 mg/dl at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).